Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number: mw5178836. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis this is 1 of 2 reports where the patient reported serious illness with hyperglycemia. Please see the related record (B)(4).

Event description:
A voluntary MDR/medwatch report was received on 12/4/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the maude report on or around on (B)(6) 2025 the patient reported becoming seriously ill, with a the presence of high ketones. The patient indicated that this issue occurred multiple times. The anonymous reporter stated that the matter had been reported to dexcom. The attached documentation notes a serious injury. No additional details were provided. Due diligences were not attempted as the reporter elected to not be identified. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.